Event description:
An optometrist reported a patient noted to have anterior basement membrane dystrophy (abmd) and central epithelial staining in both eyes one day following lasik treatment. The patient reported eyes felt dry and vision was a little hazy. In a f/u with the optometrist, she indicated the patient was prescribed cyclosporine ophthalmic emulsion twice a day and artificial tears every hour on the date of the event. The patient was seen on (B)(6) 2014 and the staining had improved. The patient continued on the dame dry eye treatment. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable information becomes available. (B)(4).